Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right ventricular (rv) lead failed to capture due to high capture threshold, and the helix of the rv lead failed to be extended. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2023. The patient's condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece measuring 58.3 cm for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued at the connector region of the lead which consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.